Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is not working. Patient stated she just noticed the issue in the last month or so. Patient reported the button works intermittently. Patient stated the button still pushes in and pops out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.